Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects noted are filed under a separate medwatch report number.

Event description:
It was reported through a presentation identifying xience stents that may be related to cardiovascular death, myocardial infarction (mi), stroke, st-elevation and thrombus. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled: des, brs and dapt duration do we now know what's best for our patients? This event captures the reported cardiovascular deaths.